Manufacturer narrative:
Updated fields: d4, d10, g1, g4, g7,h2, h3, h4, h6, h10. Device history record (DHR) - product code 82-3101 with lot 4218864, conformed to the specifications when released to stock unique device identifier (UDI) : (B)(4). Failure analysis - the valve was visually inspected, a needle hole was noted in the needle chamber. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be biological debris and protein build up interfering with the valve mechanism, at the time of the investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the hakim valve was implanted to a (B)(6)-month-old patient via v-p shunt on (B)(6) 2020 with a setting of 80mmh2o. On (B)(6) 2020, the setting was changed to 90mmh2o because ventricular enlargement was observed. On (B)(6) 2020, the setting was changed to 60mmh2o. On (B)(6) 2020, obstruction at the peritoneal site was suspected. The peritoneal catheter was cut and flow patency of the valve was confirmed. On (B)(6) 2020, the setting was changed to 30mmh2o because ventricular reduction was not observed and on (B)(6) 2020, the valve was replaced with a new one.